Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electrode. The event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in "chapter5 preparation¿. There is no indication that this device was not used in accordance with the IFU/labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode, loop had one side of distal tip of the loop come off. This malfunction occurred during a therapeutic gynecology procedure. The procedure was completed by using a similar device. There were no reports of patient harm.